Manufacturer narrative:
Exact date unknown, event occurred a few weeks after implant, based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 21505474/21488251.

Event description:
It was reported that the patient develop a methicillin resistant staphylococcus aureus (mrsa) infection a few weeks after the implant. The patient underwent a spinal cord stimulator (scs) explant procedure wherein everything was removed. The explanted device components will not be returned. No further information could be obtained.